Event description:
Event description boston scientific received information that during a follow up visit this pacemaker declared ert after 6.9 months in service, which is earlier than expected. The device was functioning appropriately with adequate pacing output. Additionally, this device was included in the low voltage capacitor (c2) field advisory. The pacemaker was removed, replaced, and returned for analysis.